Event description:
On 3 october 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. During the procedure, it was noted that one device did not properly deploy the implant. Investigation of the returned device on 28 october 2022 confirmed that 2mm of the needle was broken and not accounted for. The physician was notified and confirmed that after the procedure, the needle fragment was found and was not implanted in the patient. No patient adverse events were reported, and the patient¿s condition was noted as fine.